Event description:
Discordant, falsely low sodium (na) and falsely elevated chloride (cl) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). A new aliquot from the patient sample was tested on the same instrument, which did not result as expected. The operator ran quality controls (qc) and qc were not within range. The operator repeated the sample twice on the same instrument after correcting qc and results were as expected. The sample was also tested on an alternate instrument, and results matched the last repeat from the same instrument. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and falsely elevated cl results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens healthcare support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low na and falsely elevated cl result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.